Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a medtronic representative regarding a patient implanted with a screw plug for a posterior lumbar internal fixation. It was reported that during the surgery, the screw plug appeared slippery, and was immediately replaced with a new screw plug. There were no patient symptoms or complications as a result of this event. There was no additional surgery or treatment/ revision surgery/ delay in overall procedure time/ hospitalization necessary as a result of the event. The pre-op diagnosis was lumbar degenerative disease. The date of implant and explant was (B)(6) 2020. The product was replaced by a medtronic product. No further complications were reported/ anticipated.